Event description:
Report received of an over-delivery of morphine sulfate due to operator error in programming the device. The pt was to receive morphine sulfate 1mg/ml at 1mg/hr. The nurse that initiated the infusion at 1:30pm reported that she programmed the device to deliver morphine sulfate 1mg/ml on line a to infuse at 1ml/hr (1mg/hr) and normal saline on line b to infuse at 10ml/hr. Between 3:30pm and 4:00pm with the shift change, a different nurse reported that the morphine sulfate was infusing on line b at 10ml/hr and the normal saline was infusing on line a at 1ml/hr. At this time, the nurse reported that she reprogrammed the device to deliver the morphine sulfate on line b at 1ml/hr and the normal saline on line a at 10ml/hr. Between 11:00pm and 11:30pm, the pt respiratory arrested. The pt was treated with unspecified doses of narcan, was intubated, placed on a ventilator and transferred to the ICU. It was noted at this time, that the 100ml (100mg) bag of morphine sulfate was empty. The pt reportedly received 100mg of morphine between 1:30pm and 11:30pm. The pt was extubated two days later. Though requested, there was no additional info available.